Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were having low flow issues with arctic sun device about 3-4 hours into therapy and then started again 10 hours later. Water flow rate (wfr) was 0 l/m. Nurse confirmed they have tried disconnecting and reconnecting and ensuring lines were straight but no resolution. Also tried new set of pads. They swapped out device before contact was made. Advised them to send this device to biomed labeled low flow and have biomed call in for assistance with diagnostic testing. Therapy resumed on new device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed pressure transducer. The device was evaluated upon receipt. Failed pressure transducer. Readings indicate the transducer is intermittently changing pressure readings. Replaced the pressure transducer assembly. Leaking around the front tank seal where the circulation pump enters the tank due to a torn seal. Replaced the torn tank seal. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: b, d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were having low flow issues with arctic sun device about 3-4 hours into therapy and then started again 10 hours later. Water flow rate (wfr) was 0 l/m. Nurse confirmed they have tried disconnecting and reconnecting and ensuring lines were straight but no resolution. Also tried new set of pads. They swapped out device before contact was made. Advised them to send this device to biomed labeled low flow and have biomed call in for assistance with diagnostic testing. Therapy resumed on new device. Per sample evaluation results received via task on 15may2025, it was reported that there was a leaking around the front tank seal where the circulation pump enters the tank due to a torn seal.